Manufacturer narrative:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 05-jul-2024. The most recent information was received on 05-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("sometimes very intense abdominal pain") in a 41 year-old female patient who had essure inserted (lot no. 626145) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced abdominal pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), headache ("headaches"), arthralgia ("joint pain"), tendon pain ("tendon pain"), myalgia ("muscular pain"), neuralgia ("neurological pain"), memory impairment ("memory problems"), paraesthesia ("tingling in the extremities"), cognitive disorder ("cognitive problems"), tremor ("internal tremors at the end of the day"), tinnitus ("tinnitus"), photosensitivity reaction ("new hypersensitivity to light"), hyperacusis ("new hypersensitivity to noise"), dysbiosis ("dysbiosis"), abdominal distension ("bloating"), nausea ("nausea"), decreased appetite ("loss of appetite"), dry eye ("extremely dry eyes"), dry skin ("dry skin"), eczema ("chronic eczema ear"), dermatitis allergic ("skin hypersensitivity"), nasal dryness ("dryness of nasal mucosa"), dry mouth ("dry mouth with lips sticking to teeth"), sinusitis ("recurrent sinusitis"), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("increasingly haemorrhagic periods"), abdominal pain lower ("visit to gynaecological emergency room with intense abdominal pain and expulsion of a mass") and uterine mass ("visit to gynaecological emergency room with intense abdominal pain and expulsion of a mass") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove essure). At the time of the report, the abdominal pain was resolving and the fatigue, headache, arthralgia, tendon pain, myalgia, neuralgia, memory impairment, paraesthesia, cognitive disorder, tremor, tinnitus, photosensitivity reaction, hyperacusis, dysbiosis, abdominal distension, nausea, decreased appetite, weight decreased, dry eye, dry skin, eczema, dermatitis allergic, nasal dryness, dry mouth, sinusitis, ovarian cyst, adenomyosis and heavy menstrual bleeding had not resolved. No causality assessment was received for essure with regard to fatigue, headache, abdominal pain, arthralgia, tendon pain, myalgia, neuralgia, memory impairment, paraesthesia, cognitive disorder, tremor, tinnitus, photosensitivity reaction, hyperacusis, dysbiosis, abdominal distension, nausea, decreased appetite, weight decreased, dry eye, dry skin, eczema, dermatitis allergic, nasal dryness, dry mouth, sinusitis, ovarian cyst, adenomyosis, heavy menstrual bleeding, abdominal pain lower or uterine mass. The reporter commented: period of occurrence: some symptoms, from the moment of insertion, others gradually over the following years, with a sharp increase in intensity as of 2018. Increasingly hemorrhagic periods with strong intolerance to the hormonal replacement therapy offered as a remedy leading to its cessation after 3 weeks. Visit to gynecological emergency room with intense abdominal pain and expulsion of a mass. Dysbiosis treatment in progress without much result for the moment. Cognitive assessment and lumbar puncture scheduled for the autumn. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. [Schirmer's test] in 2022: extremely dry eyes the following amendment was made: upon internal company review the events lower abdominal pain and uterine mass were added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 05-jul-2024. The most recent information was received on 17-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("sometimes very intense abdominal pain") in a 41 year-old female patient who had essure inserted (lot no. 626145) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), headache ("headaches"), arthralgia ("joint pain"), tendon pain ("tendon pain"), myalgia ("muscular pain"), neuralgia ("neurological pain"), memory impairment ("memory problems"), paraesthesia ("tingling in the extremities"), cognitive disorder ("cognitive problems"), tremor ("internal tremors at the end of the day"), tinnitus ("tinnitus"), photosensitivity reaction ("new hypersensitivity to light"), hyperacusis ("new hypersensitivity to noise"), dysbiosis ("dysbiosis"), abdominal distension ("bloating"), nausea ("nausea"), decreased appetite ("loss of appetite"), dry eye ("extremely dry eyes"), dry skin ("dry skin"), eczema ("chronic eczema ear"), dermatitis allergic ("skin hypersensitivity"), nasal dryness ("dryness of nasal mucosa"), dry mouth ("dry mouth with lips sticking to teeth"), sinusitis ("recurrent sinusitis"), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("increasingly haemorrhagic periods"), abdominal pain lower ("visit to gynaecological emergency room with intense abdominal pain and expulsion of a mass") and uterine mass ("visit to gynaecological emergency room with intense abdominal pain and expulsion of a mass") and was found to have weight decreased ("weight loss"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (to remove essure). At the time of the report, the abdominal pain was resolving and the fatigue, headache, arthralgia, tendon pain, myalgia, neuralgia, memory impairment, paraesthesia, cognitive disorder, tremor, tinnitus, photosensitivity reaction, hyperacusis, dysbiosis, abdominal distension, nausea, decreased appetite, weight decreased, dry eye, dry skin, eczema, dermatitis allergic, nasal dryness, dry mouth, sinusitis, ovarian cyst, adenomyosis and heavy menstrual bleeding had not resolved. No causality assessment was received for essure with regard to fatigue, headache, abdominal pain, arthralgia, tendon pain, myalgia, neuralgia, memory impairment, paraesthesia, cognitive disorder, tremor, tinnitus, photosensitivity reaction, hyperacusis, dysbiosis, abdominal distension, nausea, decreased appetite, weight decreased, dry eye, dry skin, eczema, dermatitis allergic, nasal dryness, dry mouth, sinusitis, ovarian cyst, adenomyosis, heavy menstrual bleeding, abdominal pain lower or uterine mass. The reporter commented: period of occurrence: some symptoms, from the moment of insertion, others gradually over the following years, with a sharp increase in intensity as of 2018. Increasingly hemorrhagic periods with strong intolerance to the hormonal replacement therapy offered as a remedy leading to its cessation after 3 weeks. Visit to gynecological emergency room with intense abdominal pain and expulsion of a mass. Dysbiosis treatment in progress without much result for the moment. Cognitive assessment and lumbar puncture scheduled for the autumn. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. [Schirmer's test] in 2022: extremely dry eyes. Lot number: 626145, manufacture date: 2007-10, expiration date: 2009-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jul-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 05-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("sometimes very intense abdominal pain") in a 41 year-old female patient who had essure inserted (lot no. 626145) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), headache ("headaches"), arthralgia ("joint pain"), tendon pain ("tendon pain"), myalgia ("muscular pain"), neuralgia ("neurological pain"), memory impairment ("memory problems"), paraesthesia ("tingling in the extremities"), cognitive disorder ("cognitive problems"), tremor ("internal tremors at the end of the day"), tinnitus ("tinnitus"), photosensitivity reaction ("new hypersensitivity to light"), hyperacusis ("new hypersensitivity to noise"), dysbiosis ("dysbiosis"), abdominal distension ("bloating"), nausea ("nausea"), decreased appetite ("loss of appetite"), dry eye ("extremely dry eyes"), dry skin ("dry skin"), eczema ("chronic eczema ear"), dermatitis allergic ("skin hypersensitivity"), nasal dryness ("dryness of nasal mucosa"), dry mouth ("dry mouth with lips sticking to teeth"), sinusitis ("recurrent sinusitis"), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis") and heavy menstrual bleeding ("increasingly haemorrhagic periods") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2022. At the time of the report, the abdominal pain was resolving and the fatigue, headache, arthralgia, tendon pain, myalgia, neuralgia, memory impairment, paraesthesia, cognitive disorder, tremor, tinnitus, photosensitivity reaction, hyperacusis, dysbiosis, abdominal distension, nausea, decreased appetite, weight decreased, dry eye, dry skin, eczema, dermatitis allergic, nasal dryness, dry mouth, sinusitis, ovarian cyst, adenomyosis and heavy menstrual bleeding had not resolved. No causality assessment was received for essure with regard to fatigue, headache, abdominal pain, arthralgia, tendon pain, myalgia, neuralgia, memory impairment, paraesthesia, cognitive disorder, tremor, tinnitus, photosensitivity reaction, hyperacusis, dysbiosis, abdominal distension, nausea, decreased appetite, weight decreased, dry eye, dry skin, eczema, dermatitis allergic, nasal dryness, dry mouth, sinusitis, ovarian cyst, adenomyosis or heavy menstrual bleeding. The reporter commented: period of occurrence: some symptoms, from the moment of insertion, others gradually over the following years, with a sharp increase in intensity as of 2018. Increasingly hemorrhagic periods with strong intolerance to the hormonal replacement therapy offered as a remedy leading to its cessation after 3 weeks. Visit to gynecological emergency room with intense abdominal pain and expulsion of a mass. Dysbiosis treatment in progress without much result for the moment. Cognitive assessment and lumbar puncture scheduled for the autumn. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. [Schirmer's test] in 2022: extremely dry eyes a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report